Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("in 2500 women in spain essure device removal performed up to three times") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced decreased activity ("thousands of women cannot run neither made physical activities due to essure") and complication of device removal ("in 2500 women in spain essure device removal performed up to three times"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication of device removal outcome was unknown and the decreased activity had not resolved. The reporter considered complication of device removal, decreased activity and medical device removal to be related to essure. The reporter commented: reporter response to a tweet referring that the irremediable and higher damage of essure continue until device is removed quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 27-apr-2019: outcome of the event "thousands of women cannot made physical activities" updated. On 29-apr-2019: aemps number provided: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('haemorrhages') and heavy menstrual bleeding ('disabling menstruation / abundant menstrual bleeding') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), illness ("essure makes women sick / essure destroys the capacity of continue with their lifes"), fatigue ("chronic tiredness"), decreased activity ("thousands of women cannot run neither made physical activities due to essure"), complication of device removal ("in 2500 women in spain essure device removal performed up to three times") and condition aggravated ("essure get worst every ailment that women had before the insertion"). The patients were treated with analgesics and surgery (hysterectomy and essure removal). At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, illness, fatigue and complication of device removal outcome was unknown and the decreased activity had not resolved. The reporter considered complication of device removal, condition aggravated, decreased activity, fatigue, genital haemorrhage, heavy menstrual bleeding, illness and pelvic pain to be related to essure. The reporter commented: reporter response to a tweet referring that the irremediable and higher damage of essure continue until device is removed. Use of compress due to abundant menstrual bleeding and hemorrhages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('haemorrhages') and heavy menstrual bleeding ('disabling menstruation / abundant menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), illness ("essure makes women sick / essure destroys the capacity of continue with their lifes"), fatigue ("chronic tiredness"), decreased activity ("thousands of women cannot run neither made physical activities due to essure"), complication of device removal ("in 2500 women in spain essure device removal performed up to three times") and condition aggravated ("essure get worst every ailment that women had before the insertion"). The patient were treated with analgesics and surgery (hysterectomy and essure removal). At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, illness, fatigue and complication of device removal outcome was unknown and the decreased activity had not resolved. The reporter considered complication of device removal, condition aggravated, decreased activity, fatigue, genital haemorrhage, heavy menstrual bleeding, illness and pelvic pain to be related to essure. The reporter commented: reporter response to a tweet referring that the irremediable and higher damage of essure continue until device is removed. Use of compress due to abundant menstrual bleeding and hemorrhages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pain ('pain'), genital haemorrhage ('haemorrhages') and menorrhagia ('disabling menstruation / abundant menstrual bleeding') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), malaise ("essure makes women sick / essure destroys the capacity of continue with their lifes"), fatigue ("chronic tiredness"), decreased activity ("thousands of women cannot run neither made physical activities due to essure") and complication of device removal ("in 2500 women in spain essure device removal performed up to three times"). The patient was treated with analgesics and surgery (hysterectomy and essure removal). At the time of the report, the pain, genital haemorrhage, menorrhagia, malaise, fatigue and complication of device removal outcome was unknown and the decreased activity had not resolved. The reporter considered complication of device removal, decreased activity, fatigue, genital haemorrhage, malaise, menorrhagia and pain to be related to essure. The reporter commented: reporter response to a tweet referring that the irremediable and higher damage of essure continue until device is removed. Use of compress due to abundant menstrual bleeding and hemorrhages. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2019: events pain, chronic tiredness, abundant menstrual bleeding added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ('haemorrhages') and menstrual disorder ('disabling menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), decreased activity ("thousands of women cannot run neither made physical activities due to essure"), complication of device removal ("in 2500 women in spain essure device removal performed up to three times") and malaise ("essure makes women sick / essure destroys the capacity of continue with their lifes"). The patient was treated with surgery (histerectomy and essure removal and histerectomy and device removal). At the time of the report, the genital haemorrhage, menstrual disorder, complication of device removal and malaise outcome was unknown and the decreased activity had not resolved. The reporter considered complication of device removal, decreased activity, genital haemorrhage, malaise and menstrual disorder to be related to essure. The reporter commented: reporter response to a tweet referring that the irremediable and higher damage of essure continue until device is removed quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 20-may-2019: new event was reported on a social media (non-company sponsored website): essure makes women sick / essure destroys the capacity of continue with their lifes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of genital haemorrhage ("haemorrhages") and menstrual disorder ("disabling menstruation") in an unspecified number of female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), decreased activity ("thousands of women cannot run neither made physical activities due to essure") and complication of device removal ("in 2500 women in spain essure device removal performed up to three times"). The patients were treated with hysterectomy and essure removal. At the time of the report, the genital haemorrhage, menstrual disorder and complication of device removal outcome was unknown and the decreased activity had not resolved. The reporter considered complication of device removal, decreased activity, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: reporter response to a tweet referring that the irremediable and higher damage of essure continue until device is removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 7-may-2019: new events were reported on a social media (non-company sponsored website): disabling menstruation and haemorrhages. Hysterectomy and device removal were added as treatment for these new reported events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of pain ('pain'), genital haemorrhage ('haemorrhages') and menorrhagia ('disabling menstruation / abundant menstrual bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), malaise ("essure makes women sick / essure destroys the capacity of continue with their lifes"), fatigue ("chronic tiredness"), decreased activity ("thousands of women cannot run neither made physical activities due to essure"), complication of device removal ("in 2500 women in spain essure device removal performed up to three times") and condition aggravated ("essure get worst every ailment that women had before the insertion"). The patient was treated with analgesics and surgery (hysterectomy and essure removal). At the time of the report, the pain, genital haemorrhage, menorrhagia, malaise, fatigue and complication of device removal outcome was unknown and the decreased activity had not resolved. The reporter considered complication of device removal, condition aggravated, decreased activity, fatigue, genital haemorrhage, malaise, menorrhagia and pain to be related to essure. The reporter commented: reporter response to a tweet referring that the irremediable and higher damage of essure continue until device is removed. Use of compress due to abundant menstrual bleeding and hemorrhages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: report from social media (non-company sponsored websites) made a post making a general statement in which refers that essure get worst every ailment that women had before the insertion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("in 2500 women in (B)(6) essure device removal performed up to three times") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced decreased activity ("thousands of women cannot run neither made physical activities due to essure") and complication of device removal ("in 2500 women in (B)(6) essure device removal performed up to three times"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, decreased activity and complication of device removal outcome was unknown. The reporter considered complication of device removal, decreased activity and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 8-apr-2019: a series of tweets from "plataforma libres de essure" making general statement about essure. Only in 3 of them, events were mentioned. The third correspond mentioned new information for this summary case, in 2500 of 8000 women with essure in (B)(6) surgery for device removal was performed up to three times (events medical device removal (incident) and complication of device removal were newly added to this summary case). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.